Event description:
It was reported that there was excessive bleeding on all blue and white load stapling lines.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was provided: was there any other staple issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Coagulation with bipolar forceps and sutures with pds thread. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) One day ICU stay and drain placement. Was the patient on any pre op blood thinning medications? No. Was there any issue with staple formation? No. What was product code of instrument used with the reloads? Pse45a. Did the surgeon wait 15 secs prior to firing? Yes. Did the patient have any known coagulation disorders? Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.